Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate (static number). Customer refilled the cartridge and the fill estimate was accurate. Blood glucose was 156 mg/dl.